Event description:
It was reported that after a lar procedure, the anvil dropped off, when getting the device out. Another device was used to complete the case. There were no adverse consequences to the pt.